Event description:
The facility's director of nursing informed MFR's (MFR) vascular access specialist of the following: the valve was explanted and replaced with a new valve due to an enlarged buttonhole. The valve was slightly visible through the buttonhole. The staff had concern for increased risk for infection, so a medical decision was made to explant the valve and implant a new valve in a different area. No further details provided at this time.